Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was not working due to exposed to moisture and keypad was unresponsive. The customer¿s blood glucose was 7.4 mmol/l at the time of the incident. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device was received with blank display due to moisture damage on electronic assembly. Unable to verify keypad unresponsive/button error alarm due to blank display.